Manufacturer narrative:
This incident has been recroded under (B)(4). Once investigation is completed a final/supplemental will be submitted.

Event description:
It was reported that during surgery the device was not cutting properly as the oscillation of blade became slow and was not harvesting the graft properly. There was a 30 minute delay where the patient was under anesthesia and ultimately another device was used to complete the procedure. No other adverse event was reported as it relates to this event.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates made on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record determined the unit was confirmed to not cut properly. The motor was heating up and would shut off. The switch was found to be damaged. The motor and switch were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.